Manufacturer narrative:
No devices or photos were received; therefore the condition of the devices is unknown. Device history record review identified no deviations or anomalies in the manufacturing process for the reported lot codes. Review of the complaint history identified no previous complaints for the part-lot combination associated with the reported liner. The liner and shell were used in an approved and compatible combination. The liner and shell remained in-vivo for 2 years and 1 month. Surgical notes from primary procedure indicate that the stem was well fixed. Significant bone loss was noted in the surgical notes. Review of primary surgical notes did not indicate additional information to confirm if the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided. The reported devices are used for treatment.

Manufacturer narrative:
(B)(4). Other device used: manufactured by (B)(4). Catalog #00620205020, tm acetabular shell with multi holes, lot #62276820. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to dislocation and metallosis.